Event description:
It was reported that during a coronary artery bypass graft (CABG) procedure, when clipping on the vessel (mammary), the clips were scissoring. At different times, the scissored clips would cut through the vessel. There was bleeding, but the amount of blood loss is unknown. The surgeon completed the case by clamping and suturing with silk. There was no adverse consequence for the patient. The device was disposed of.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: no patient consequences were reported.